Event description:
Per the clinic, the patient experienced infection and wound dehiscence at the implant site, leading to the exposure of the electrode lead. Explant is planned but has not taken place at the time of this report. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2025. Reimplantation is planned but had not taken place at the time of this report.

Manufacturer narrative:
Per the clinic, the patient was treated with oral antibiotics (specific date and duration not reported) due to wound dehiscence, electrode extrusion and an infection (cellulitis).